Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: there was no damage found to the keypad button cover; all buttons were responsive to button presses. The keypad cover was removed; there was no contamination found under the contacts. The pump was opened; there were no intermittent conditions found on keypad flex connector. The reported keypad complaint was not duplicated during investigation. Unrelated to the complaint, the bolus button cover was observed to be torn in the center; however, was still functional.